Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture detected in the routine ultrasound examination. The device has been explanted and replaced with a non-allergan device.

Event description:
Medical professional reported left side rupture detected in the routine ultrasound examination. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as unidentified (tear) opening. No other observations observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06/feb/2024.

Event description:
Healthcare professional reported left side rupture detected in the routine ultrasound examination. The device has been explanted and replaced with a non-allergan device.